Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, after loading the hs iii proximal seal system 3.8mm seal and when trying to pull out of the tube, it stayed inside the tube loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumer # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The delivery device was returned inside the loading device. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. The tension spring assembly remained inside the delivery device with the seal and part of the tension spring extended hanging beyond the tip of the delivery tube. The seal was removed from the delivery tube and a microscopic evaluation was conducted the seal was observed to be cracked on the outer coil. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .198 inches, the outer diameter was measured at .221 inches. The length of the delivery tube was measured at 2.51 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "fitting problem" was confirmed as well as the analyzed failure "cracked seal".

Event description:
The hospital reported that during a coronary artery bypass procedure, after loading the hs iii proximal seal system 3.8mm seal and when trying to pull out of the tube, it stayed inside the tube loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.